Event description:
The customer reported to baxter (B)(4) of a reconstitution device w/blister pak in which the device leaks when trying to reconstitute medication back into the minibag after mixing. The event occurred during reconstitution. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Companion samples are reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. No devices were returned to baxter for evaluation.